Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The distributor in (B)(4) crosschecked the defective main control board with a known good one and the unit was working satisfactorily indicating the likely alleged part to be the main pcb (printed circuit board). Carefusion technical support issued an rga (return good authorization) for replacement and evaluation of the defect. At this time, the suspect component has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit alarms xdcr fault (transducer fault), low pip ( low peak inspiratory pressure), and low ve (low minute ventilation). The customer crosschecked the flow sensor, exhalation diaphragm and valve body, but the issue was not resolved. The customer performed calibrations and reported the exhalation differential transducer test failed. There is no report of patient involvement associated with the event.